Manufacturer narrative:
Qc recovered within acceptable range on the day of the event. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of multiple questionable total hemoglobin (thb) results when comparing the results from a cobas b 123 system and a cobas b 221 analyzer. From the thb data provided for 5 patients, 1 had discrepant results that were a reportable malfunction. This medwatch will cover the cobas b123 system. Refer to the medwatch with patient identifier (B)(6) for information on the cobas b 221 analyzer. The thb result from the cobas b123 was 138.8 g/l. The thb result from the cobas b221 was 107.3 g/l. It was unknown if the erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The investigation is currently ongoing.